Event description:
This event is being reported as part of a bulk data release provided to medtronic from (B)(6). This data has been provided to medtronic by a third party ((B)(4)) and is limited and de-identified. On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following adverse events and device malfunctions were observed: false lumen perfusion. No further information is available for this event.

Manufacturer narrative:
(B)(4).